Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, the customer has been experiencing low blood glucose for two or three weeks. Customer stated on friday it was 33 mg/dl and yesterday it was 50 mg/dl. Troubleshooting was performed and customer mentioned he is changing the infusion set and reservoir every nine days. Customer was advised to change every two or three days as it may lead to infections, high blood glucose, and no deliveries. Customer was advised to speck to doctor to ensure settings and programing is correct. Customer is doing spin classes twice a week. Customer stated he had a hand held x-ray machine that he uses on patients. Customer has also been through a body scanner at the airport. Customer was advised to monitor the device and call back if issues persisted.